Manufacturer narrative:
Oct 1, 2024 is an estimated event date.

Event description:
It was reported that the patient presented for right ventricular (rv) lead revision procedure. It was noted that that the rv lead exhibited noise over-sensing which resulted in pacing inhibition. On (B)(6) 2025, the rv lead was capped and replaced with another old rv lead which was implanted and capped previously on (B)(6) 2012. The patient was stable.